Manufacturer narrative:
(B)(4). Results of investigation: this unit was field serviced by a vyaire medical authorized service technician. The service technician calibrated the main pcb to address the customer's reported issue.

Event description:
It was reported to vyaire medical that the volumes were too high on this unit. There was no report of any patient involvement associated with this reported event.